Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed no delivery during the prime procedure. Customer stated that the insulin pump had a bent cannula. Customer stated that they were unable to fill the reservoir and remove the plunger rod, which led to air bubbles. Customer's blood glucose reading was 130 mg/dl. Product is being replaced.